Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. It was reported that during unpacking the stent came off of the balloon and was located within the protective cover that was removed at the same time.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent has dislodged from the balloon. The stent is located on the transportation wire inside the stent protector and is deformed (i.e. Pinched) at its proximal end. The stent protector is also severely deformed. The balloon is well folded and shows no signs of inflation. Stent imprints are visible on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause is most likely related to the handling during the preparation for the intervention. It should be noted that the IFU instructs the user to pull at the very distal end of the stent protector to avoid dislocation of the stent.